Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, while the device was being applied to the stomach, when recharging the stapler, the surgery was not possible to shoot since the cable was locked. It was indicated that the green button was able to be pressed but the handle was not able to be squeezed. The load was replaced and the problem persisted. It was also noted that the handle broke off. The stapler was replaced and the surgery gave continuity. There was no patient injury.